Event description:
It was reported that the implantable cardioverter defibrillator was unable to pair to the mobile application due to a bluetooth malfunction. No intervention was reported. There were no patient consequences.

Manufacturer narrative:
The reported event of inability to communicate via ble was confirmed. Review of the data provided revealed that ble was disabled resulting in loss of ble telemetry. The cause of the disabled ble was unable to be determined.

Event description:
New information received indicates that a bluetooth reset was performed and the device was able to pair after the reset. There were no patient consequences.